Event description:
It was reported that the customer had high blood glucose levels of 196 mg/dl. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The pump was received with a button error alarm due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).